Event description:
It was reported, the patient could not feel any stimulation, and the external charger would not turn on. A replacement charging device was sent to the patient. The patient was contacted to determine if the replacement device had resolved the issue. The patient reported she was not going to use the external device because the physician planned to explant the ipg at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.